Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7075179 / 7075927.